Event description:
Boston scientific received information that this patient's implantable leads exhibited continuity issues and were using too much of the pacemaker's battery. It was alleged that one of them fractured, specific details have not been made available at this time. No surgical intervention or patient harm has been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.